Manufacturer narrative:
Investigation summary: no photos or samples were received in the columbus plant for evaluation therefore failure mode could not be verified and root cause could not be determined. Root cause could not be determined. There were no quality notifications issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no damaged parts documented. There were no documented issues for the complaint of batch 7291768 during this production run. Investigation comments: all our inspections performed while manufacturing this batch were accepted. No rejections were documented. All inspections were accepted during the production of this batch. There were no damaged parts documented. Product within specification? Yes. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint.

Event description:
It was reported that when a bd posiflush¿ was taken off of the tubing, the inner part broke. There was no report of injury or medical intervention.

Manufacturer narrative:
On (B)(6) 2018, the customer provided additional information indicating that the reported bd posiflush syringe was not the problem, but that the issues was with the tubing it was being used with.  On (B)(6) 2018, the customer further indicated: the thread in the adapter that connects the syringe to the tubing is breaking.¿ disregard this complaint to close¿.